Event description:
It was reported that the burr made irregular movements and cardiac arrest occurred. The 95% stenosed target lesion was located in the mildly tortuous and 100% calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr made irregular movements by swaying and after that the patient experienced spasm and a drop of blood pressure. The patient went into cardiac arrest and medication was administered. The device was simply pulled out from the patient's body. The patient was then transferred to the cardiac surgery department. No further patient complications were reported, and the patient was stable.

Event description:
It was reported that the burr made irregular movements and cardiac arrest occurred. The 95% stenosed target lesion was located in the mildly tortuous and 100% calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, the burr made irregular movements by swaying and after that the patient experienced spasm and a drop of blood pressure. The patient went into cardiac arrest and medication was administered. The device was simply pulled out from the patient's body. The patient was then transferred to the cardiac surgery department. No further patient complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. Functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced into the device with no issues. Further analysis was performed using a test advancer, as the advancer used in the procedure was not returned. During testing, when the advancer was connected to the rotablator console control system and the foot pedal was pressed, the returned burr catheter was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. When the advancer knob was moved back and forth during rotation, there were no abnormal jumps or movements noted along the wire. Product analysis could not confirm the reported events, as there were no abnormal movements or jumps of the burr noted during rotational testing on the wire when the advancer knob was moved back and forth. The clinical circumstances were unable to be replicated.